Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there an impedance jumps up to 1500 ohms, threshold .8-.6v 84% paced. Reviewed latitude date and an odd procedure comments waves are still 11-15 mv. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).